Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was discarded by the customer therefore, this complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Therefore, we cannot confirm this complaint. No lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
The affiliate reported via email dr. Was performing a rotator cuff repair. During procedure the surgeon has attempted to use the expressew iii auto capture gun with the retention plate loaded. Following insertion down the cannula and whilst attempting to maneuver into position the retention plate has separated from the gun. The surgeon was required to remove the retention plate arthroscopically and use an alternate suture passing gun. During setup for the procedure the rep provided instructions to the scrub nurse on how to load the retention plate and witnessed them load it with instructions to "ensure jaws closed and gun pushed all the way to the end of the loader". With all components loaded the gun trigger was then pulled to ensure correct function and no issues were identified. Action taken: plate was retrieved and alternate suture passing gun was used.. 5 - 10 minute delay to procedure. No ae to patient. The device was discarded by the customer. Additional information received via email from the affiliate on 10-26-2017 and on 10-30-2017 none further is available on the lot number. The issue was detected during use on patient, 5-10 minutes delay as per event description, the fragments were retrieved by using an arthroscopic grasper, there was a resulting surgical delay of 5-10 minutes, the procedure was able to be completed with good outcome, no patient impact.